Event description:
It was reported that when power is applied to nim4.0, the unit just beeps with the power on button flashing, prior to use. No patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4),pli10: reported fault confirmed. Device failed to bootup. Power management board failure. Pli 20: reported could not be duplicated. Unit powerup successfully. Device failed common mode rejection ratio of noise rejection test during performance verification test. Channel 2 measured value higher than 100v( measured value = 107v).afe board faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.